Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and prime anomaly. Customer's blood glucose level was 50 mg/dl. Customer advised they replaced the battery and the time/date needed to be changed. Customer advised the insulin pump was full but the device showed 3/4th full. Customer advised they received a low battery alarm and believed the device would last another 8 hours. Customer advised the device did not last and went blank. Customer was assisted with changing the time/date and rewind/prime the insulin pump in order for the insulin pump to properly show the amount of insulin.